Event description:
Reportable based on the product analysis completed on (B)(4) 2015. It was reported there was difficulty advancing the device through another catheter. The physician selected a guidezilla extension catheter for use, but when the device was attempted to be advanced into a 6f non bsc guide catheter it was unsuccessful. An attempt was also made to insert the guidezilla into two other non bsc guide catheters, but was also unsuccessful. There were no other guidezilla catheters available at that time, therefore, a non-bsc device was used to complete the procedure. No patient complications were reported and the patient status was good. However, the returned product analysis revealed that the shaft broke.

Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluated by manufacturer: returned product consisted of a guidezilla guide extension catheter in 2 pieces and a non-bsc guide catheter. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft of he guidezilla. Microscopic examination revealed a complete separation at the collar/proximal shaft weld. The ptfe was pulled out of the collar. The non-bsc guide catheter had a kink in the shaft 1cm from the hub of the device. The inner diameter (ID) of the non-bsc guide catheter was measured with a calibrated pin gauge; the ID was within specifications. The distal end of the guidezilla shaft was inserted into the guide catheter, up to the kink in the guide catheter. A mach 1 guide catheter was also used for functional testing; however, due to the separation of the shaft and numerous kinks in the guidezilla, functional testing was unable to be fully performed. The maximum outer diameter (od) of the guidezilla distal shaft met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).